Event description:
On 29-apr-2026, it was reported by a facility representative via phone that an ar-9928bck-mis achilles speed bridge metal tip broke off in the patient and was non-recoverable. This occurred during insertion in a case on (B)(6) 2026. There was no patient impact or delay to the case.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.